Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/11/2020. Additional information: h6. Additional h3 investigation summary: a used needle/suture piece of product code sxpp1b456, lot # ppbace was received for evaluation. During the visual inspection of the sample, the suture present body fluids and damaged on the surface that appears to be by use of a surgical instrument. The suture end was noted broken due to stress applied on the strand during the use. The product code sxpp1b456 contains an absorbable suture and the time of exposure of suture to the environment could not be determined. Due to condition of the sample received no functional test could be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number ppbace, and no non-conformances related to the reported complaint condition were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total abdominal hysterectomy procedure on (B)(6) 2020 and a barbed suture was used. During the procedure, the doctor was using the suture to close the vaginal cuff and after the third bite, the doctor pulled up on the suture with the needle grasper and the suture broke. There were no patient consequences. No additional information was provided.